Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 4 of 6. Reference MFR report #1627487-2013-12946, 12947, 12948, 12950, 12951. It was reported the patient did not have effective stimulation. The patient believes the sub-cutaneous leads, off label use, had connection issues. The physician explanted and replaced the leads and extensions. The patient reported she did not regain effective stimulation. Note: the ipg was reported in MFR report #1627487-2013-12941.